Manufacturer narrative:
Results: the imaging evaluation stated the following: post-op CT dates: (B)(6) 2015 centerline reconstruction from CT dated (B)(6) 2015 illustrates that device is just distal to the left renal artery; centerline reconstruction from CT dated (B)(6) 2015 illustrates that device is just distal to the left renal artery. There does not appear to be any device migration; axial image form CT dated (B)(6) 2015 illustrates a patent ima with contrast visualized in the aneurysmal sac; axial image from CT dated (B)(6) 2015 illustrates streaking artifact. The ima appears to be coiled.

Manufacturer narrative:
(B)(4). Results: a review o the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and death. Results: a review of the images is currently in progress.

Event description:
On (B)(6) 2015 a patient underwent treatment of a common iliac aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2017 the patient presented to the emergency department with abdominal pain. A CT of the abdomen/pelvis was performed which showed pronounced metal artifact, therefore aortic aneurysmal enlargement could not be determined. Soft tissue lateral to the course of both common iliac artery grafts has increased relative to the (B)(6) 2016 exam. On the left, the soft tissue likely represents a regional bowel loop. On the right, differentiation of an adjacent bowel loop from an interval enlargement of the common iliac artery aneurysm sac, which could indicate endoleak, is difficult. Oral contrast with rescanning was suggested, to possibly rule out endoleak. A second CT scan with contrast was performed which showed a thoracic aortic dissection with impending loss of the left kidney. A new type I endoleak was identified. Extravasation of contrast from the left iliac limb into the left flank was also seen. Upon return from the cta, the patient decompensated hemodynamically. The patient was reportedly never a candidate for open repair, and the extensive aortic pathology was not salvageable and the patient expired, the same day.